Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10-may-2018 - device evaluation: the device has been returned and evaluated by product analysis on 30-apr-2018 with the following findings: during the investigation, a review of the black box revealed multiple loss of prime warnings with low non- zero force. The pump¿s rewind, load cartridge and prime steps were performed successfully with no alarms. A prime issue was not duplicated during the investigation. Force calibration testing was found to be within specification. The pump was exercised for 24 hours with no alarms or a prime issue occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.